Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. The pump was returned to the biomedical engineering dept with an unsigned note indicating that the device of the line a would not prime. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device delivered to the collection bag instead of delivering out the pt line. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.